Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) therapy was admitted to the hospital for a peritoneal infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the nurse reported that on (B)(6) 2021 the patient was hospitalized with symptoms of abdominal pain and vomiting. During hospitalization, the patient had a pd culture (obtained on (B)(6) 2021) which yielded growth of gram-positive cocci and the patient was diagnosed with peritonitis. The patient remained in the hospital at the time follow-up was completed. However, the nurse reported the patient was being treated with unknown antibiotics. Reportedly, the patient is also continuing pd treatment. No further information about the hospitalization is available. The nurse stated the patient did not have any issues with fresenius device, or product in relation to the event. It was reported this patient had a recent lung transplant and is very frail. The nurse stated the patient admitted they did not follow the pd steps due to their overall poor health. The nurse attributed the peritonitis to a breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this even. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of patient¿s peritonitis can be attributed to a breach in aseptic technique, as reported by the patient¿s pd nurse,

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) therapy was admitted to the hospital for a peritoneal infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the nurse reported that on (B)(6) 2021 the patient was hospitalized with symptoms of abdominal pain and vomiting. During hospitalization, the patient had a pd culture (obtained on (B)(6) 2021) which yielded growth of gram-positive cocci and the patient was diagnosed with peritonitis. The patient remained in the hospital at the time follow-up was completed. However, the nurse reported the patient was being treated with unknown antibiotics. Reportedly, the patient is also continuing pd treatment. No further information about the hospitalization is available. The nurse stated the patient did not have any issues with fresenius device, or product in relation to the event. It was reported this patient had a recent lung transplant and is very frail. The nurse stated the patient admitted they did not follow the pd steps due to their overall poor health. The nurse attributed the peritonitis to a breach in aseptic technique.